Event description:
A malfunction alarm known as malf 9 occurred, but there was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer had not previously reset the pump for this malfunction, so technical support provided guidance on resetting it. After resetting, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the issue happened again and agreed to this plan.